Event description:
During use, the slaphammer fractured while engaged with a size 4 trial stem. Additionally, two size 2 sizer discs were noted to be broken.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.